Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-03791. It was reported, the patient was not receiving low back stimulation. As a result, the scs system was explanted and replaced (no allegations against the scs ipg-elective explant/replacement). Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-03791.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was not confirmed. As received, the (3186) octrode lead was returned in two segments that were consistent with explant damage. Microscopic inspection revealed a cam impression 17cm away from the stimulation end. As the lead was returned cut, it could not be fully analyzed. Functional testing of the terminal segments was performed by measuring continuity between the electrodes and the end of the corresponding cut wires. Continuity testing for the lead did not reveal any electrical opens, and it passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.